Manufacturer narrative:
A united states (us) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding two (2) falsely elevated potassium (k) results on a patient sample obtained on an atellica ch 930 analyzer. Siemens is investigating the event.

Event description:
Two (2) discordant falsely elevated potassium (k) results on a patient sample were obtained on an atellica ch 930 analyzer. The falsely elevated results were reported to the physician(s), and the results were questioned. Later, a new sample was drawn from the same patient and processed on a non-siemens system at an alternate facility. A lower result, considered correct, was obtained and reported to the physician(s). No corrected report was issued for the falsely elevated results. There are no known reports of patient intervention and adverse health consequences due to the falsely elevated potassium (k) results.

Manufacturer narrative:
Additional information (02-jan-2024): siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc reviewed the information provided by the customer and the instrument data logs. Quality control (qc) recovered within the customer¿s acceptable ranges, and no issues were noted with the other patient samples, indicating that the potassium (k) assay was performing acceptably. The integrated multisensor technology (imt) calibrations recovered within specifications. Hsc concluded that the cause of the event is consistent with a sample-specific interferent or preanalytical variables. A potential product issue was not identified. The customer is operational. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation. Initial MDR 2432235-2024-00344 was filed on 02-jan-2024.